Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
During surgery due to craniotomy for tumor removal a (c2602) 36 khz hand piece was reported to have become excessively "hot". The problem with the handpiece resulted in no pt or user harm or incident. The doctor using it simply complained it was excessively hot or hotter than normal. Everything went fine with the procedure.